Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed; the controller was not available for bench testing. Log file analysis revealed several premature switching events involving (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior.  Further, the event logs revealed a controller power up occurring on (B)(6) 2016 at 08:56:29 due to a double disconnect.  Additionally, the alarm logs indicate that there was a vad stopped alarm on the same day at 12:00:02, possibly caused by a driveline disconnection.  The reported event (no sound) could not be confirmed.   The reported event (no sound) could not be confirmed: the unit was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient accidentally disconnected both power sources and no alarm was heard; additionally, a ventricular assist device (vad) stop alarm was observed in the logs. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller met specifications; the device passed visual examination and functional testing. Initial testing of the device indicated that the controller was able to sound for 28 minutes, which meets the specifications of at least 15 minutes. Additional testing was performed and involved exposing the controller to temperatures between 30°c to 50°c to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Log files analysis revealed a vad stopped alarm triggered on (B)(6) 2016 at 12:00:02 hours indicating that the driveline was physically disconnected from the controller. Additionally, one controller power up with an associated motor start event was logged on (B)(6) 2016 at 07:53:34 hours. At 07:40:34 hours, before the controller power up, bat319719 was connected to power port 1 with 64% relative state of charge (rsoc) and a controller ac adapter was connected to power port 2. At 08:08:33 hours, after the controller power up, bat319719 was connected to power port 1 with 61% rsoc and bat317578 was connected to power port 2 with capacity equal to 98% rsoc. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources as described in the event details, given that one power source connected prior to the loss of power was exchanged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
A report was received that the patient accidentally disconnected both power sources from her primary controller and she did not hear any audible alarm. She stated that she was able to reconnect to power quickly and easily experiencing no adverse symptoms. The site requested that the patient come into the clinic to collect log files and interrogate the device. A "vad stop" alarm was noted on (B)(6) 2016, and, when questioned, the patient re-stated that she remembers the event but did not hear any red alarms. Her controller was changed and she was issued a new controller. There were no reported consequences or impact to the patient. There was no damage noted on the controller or on any of the patient's batteries. Log files were sent. No further information was provided.